Event description:
Report received from the USA stating that the device has a "heating" issue. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental mrd will be sent. Ref: (B)(4).